Event description:
It was reported, a balloon fell off inside of a patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. There was no delay and when the problem was noticed the balloon was retrieved, the device was pulled and the procedure ended. The last part of the procedure wasn't completed, but enough specimens had been collected prior to the balloon falling off. There were no reports of harm to the patient's health.

Manufacturer narrative:
This report is related to patient identifier (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under MDR report number 2429304-2024-00202.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submissions. The lot number provided in the initial medwatch was incorrect. Since the lot number of the subject device is unknown, the field has been updated accordingly. Also, a correction has been made to h6 to provide codes that were inadvertently not included in the previous submission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the scope cannot be combined with this balloon was used. However, the subject device was not returned, and the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury." "Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient." "Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris." "When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury." "Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury." "Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury." Olympus will continue to monitor field performance for this device.